Event description:
It was reported that during an a-fib ablation a tamponade occurred and the patient died. There was no steam pop. The customer stated that they tried to evacuate the tamponade but could not get it successfully before the patient expired. Additional information obtained: the patient had a history of lv vt. The patient also had a ventricular window which existed from a previous surgery. The plan was to perform an epicardial vt through that window after mapping the endocardium. While mapping the endocardium they noticed on intracardiac ultrasound a significant effusion. The physician immediately performed a pericardiocentesis. However, the procedure was unsuccessful and the patient passed away.

Manufacturer narrative:
Investigation is still in progress. This report will be updated upon completion of the investigation.